Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's child reported that the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. The patient received a high cgm reading of 300 mg/dl, so he repeatedly dosed unspecified insulin. An unspecified time after dosing insulin, the patient experienced dizziness, delusion, and loss of consciousness. The reporter called an ambulance and when emergency medical service (ems) arrived, the bg was 27 mg/dl while the cgm was showing 150 mg/dl. Ems treated the patient with unspecified oral glucose and unspecified injected IV sugar and the patient recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. (B)(4).